Event description:
It was reported that the disposable caused the device to alarm ?no disposable" several times. The disposable was tried on a different device but still caused an alarm. Disposable was changed to continue treatment. The medication infused was oxycodone. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. The sample was received in used conditions, decontaminated, inside its original packaging. Visual inspection revealed the sample was received without the white cap. No damages, kinks, cuts or any other damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g2, please direct those to the following: (B)(4).